Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was gradually receiving more and more residual stimulation; it had increased to two days after the stimulation was turned off. The pt had attempted turning the ipg off with the magnet and the programmer. The sjm rep met with the pt for troubleshooting and determined the pt was correctly turning the system off. Troubleshooting was attempted including providing a program with minimal amplitude, but the pt still felt stimulation from the previous program. The pt mentioned a fall a year ago, but could not correlate the incident with the change in the system. The pt was advised to meet with the physician regarding the issue.